Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump passed basic occlusion and displacement test. The pump was received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and loose display window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that she had symptoms such has nausea, thirstiness, and headaches. The customer stated that she was in the process of sof-sensor phase out and the plastic part off the screen kept popping out. The customer stated that there is a crack where the reservoir goes in and the plastic part of the screen kept popping off. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings.